Event description:
The customer observed lower than expected vitros vanc results that were obtained from two different non-vitros biorad quality control fluids and a single patient sample obtained using a single vitros vanc lot 2514-30-3510 regent pack (pack 1735) tested on a vitros 5600 instrument. Biorad l2: vanc result of 11.15 ug/ml vs. An expected result of 18.10 ug/ml. Biorad l3: vanc result of 19.51 ug/ml vs. An expected result of 32.20 ug/ml. Patient sample: vanc result of 9.81 ug/ml vs. An expected result of 15.88 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros vanc result obtained from the patient sample was not reported from the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros vanc results were obtained from two different non-vitros quality control fluids and a single patient sample processed on a vitros 5600 integrated system. The definitive assignable cause for this event could not be determined. A vitros 5600 instrument or vitros vanc reagent related issue cannot be ruled out as contributing to the event. The assignable cause of this event is unknown.